Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The sensor was inserted into the abdomen. Approximately on (B)(6) 2023, the patient experienced unspecified malfunction. It was noted that during the night, the patient kept getting low alerts on the phone (cannot recall exact values but under 3.0 mmol/l) which he treated with sugar water. The day after that night, he was "out of it" and experiencing high blood sugar levels and was therefore taken to hospital (no specific cgm nor blood glucose readings were reported from this moment). In the hospital the patient received intravenous treatment with saline/insulin, and at the time of the report, the patient was still in the hospital. The patient is not sure of the blood glucose levels at the hospital, but at an uncertain moment during the event, the blood glucose reading was 27.0 mmol/l. Patient is unsure if the dexcom cgm was inaccurate during the event. At the time of the report, which was 10 days after the event date, the patient was still in the hospital. Data was provided for investigation. Data investigation shows that the patient's high alert was set to 15.0 mmol/l with the snooze feature set to 175 minutes and the always sound feature enabled. Data investigation shows that contrary to the patient¿s statement, his estimate glucose values did not drop below the low alert threshold of 4.0 mmol/l around the alleged time of the incident or below 3.0 mmol/l at any point on (B)(6) 2023. At 8:20 pm on (B)(6) 2023, the patient¿s estimated glucose values (egvs) reached the high alert threshold of 15.0 mmol/l, and he received a visual high alert which was acknowledged immediately. The patient¿s egvs continued rising thereafter, eventually reaching high (greater than 22.2 mmol/l) at 10:05 pm. The patient¿s egvs remained high until 3:30 am the following day. During this time, the patient began receiving high alerts again starting at 11:20 pm, and these alerts were acknowledged at 11:40 pm. He again began receiving high alerts starting at 2:40 am, and these alerts were acknowledged at 2:55 am. After 3:30 am, the patient¿s egvs began coming down and eventually crossed back into target range at 7:15 am on (B)(6) 2023. The allegation of malfunction was not confirmed. The probable cause of the alleged issue was determined to be user error as the patient most likely mistook his high alerts for low alerts and responded by self-treating with sugar, resulting in eventual hyperglycemia. The device performed as intended and functioned within specifications and patient settings.